Event description:
It was reported that a patient underwent a tmj procedure on an unknown date. Subsequently, the patient is schedule to be revised on an unknown date due to an unknown reason. However, no revision has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). G2: foreign - canada. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: h6: device code. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned, or photos provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The design of the device was reviewed by the designer, 3d systems; review of the DHR shows that all parts were designed properly and were found conforming. The surgical team initially provided cbct scans, 3ds requested the surgical team send CT scans, which were received a month later. At the point of receipt, the scans were within the 6 month scan requirement. Tmjpm-1662 was revised with case tmjpm-4669. The pre-op scans for tmjpm-4669 were compared to the planned position of the implant for tmjpm-1662 comparing the planned vs actual position, it appears that the mandible implant was placed well. However, the mandibular implant is angled more posteriorly than the planned position. It cannot be determined if this happened at the time of surgery or if this happened over time. Because there is no additional information as to why the patient is undergoing a revision surgery, no definitive root cause can be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to update additional information in sections b4, b5, d4, g3, g6, h2, h4, h11.